Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
Same case as MDR ID# 2134265-2016-01934. It was reported that stent damage occurred. During the unpacking of a 24 x 3.00 promus premier drug-eluting stent, it was noted that the stent was wrinkled and imperfect when the device was removed from the plastic hoop. Another 24 x 3.00 promus premier drug-eluting stent was unpacked but the same issue was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage to the distal struts. The struts were pulled distally towards distal tip, struts were stretched and distorted. The proximal struts were not damaged. Stent outer diameter was measured using snap gauge is within specification. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink on the shaft 25mm proximal from the mid-shaft bond. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-01934. It was reported that stent damage occurred. During the unpacking of a 24 x 3.00 promus premier¿ drug-eluting stent, it was noted that the stent was wrinkled and imperfect when the device was removed from the plastic hoop. Another 24 x 3.00 promus premier¿ drug-eluting stent was unpacked but the same issue was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.